Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the system with a pulse generator and this right ventricular (rv) lead, were replaced due to issues with the rv lead, noise and three inappropriate shocks. The rv lead was cut and surgically abandoned. A new system was implanted at the same procedure. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5145469. No device details are available. Received voluntary anonymous medwatch report, mw5145468.